Event description:
It was reported that, "on examining x-ray, the surgeon determined that the constrained liner had dislocated. Patient was revised to a new 0 degree constrained liner. Stem was not a stryker stem."

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.